Event description:
It was reported by the affiliate that during a lap colorectal procedure, upon opening the atg45 device the articulation point did not fully work. The device could not articulate the full 45 degrees and did not fire once placed on tissue. A new atg45 was opened to complete the procedure. There were no adverse consequences to the patient. One device will be returned. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Damaged articulation gear teeth. The analysis showed that the device was received with the articulation mechanism damaged. The device was received with a reload present. The reload was received partially fired and with the lockout tab normal. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.